Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was not functioning right. The patient indicated that the device had to be pulled out to place another wire in. Patient also indicated that after testing, the patient had to go back to add a third wire. An attempt to obtain additional information but unsuccessful. The crt-d device remains in service. No additional adverse patient effects were reported.